Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic heart catheterization procedure with a 6f sheath. Reportedly, the device did not deploy correctly. The prostyle suture was "wrapped" around the device and was not in the correct place to harvest which prevented the device from being removed. Manual compression was held. Vascular surgery was performed to remove the device. When the surgeon was doing the cutdown, he tried to manipulate the device fairly aggressively to see if it would come out knowing that he was going to repair it anyway. It would no come out until he cut the suture. Once he cut the suture, the device was easily removed. There was minimal damage to the vessel. After the prostyle device was removed, a surgical suture was used to achieve hemostasis and repair the vessel. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to procedure circumstances. Based on the information provided, it is possible the suture wrapped around the foot and was captured with the foot closed per the reported; ¿the prostyle suture was "wrapped" around the device¿; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.